Event description:
The user facility reported to terumo cardiopulmonary that during a vein harvesting procedure, the virtuosaph plus could not cauterize. The patient was scheduled for a coronary artery bypass graft (CABG) x4, l internal mammary artery and right saphenous vein via endoscopic harvest, insertion of pacing wires, an initial report was received under uf/importer no. (B)(4). Product was change out. Surgery completed successfully. No known harm to patient.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2022.   Upon further investigation of the reported event, the following information is new and/or changed: additional device information - updated lot number, device availability - date returned to manufacturer, date received by manufacturer, indication that this is a follow-up report, follow-up due to correction and additional information, device evaluation anticipated by manufacturer, adverse event problem 2199, 11. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies observed. It was electrically tested and electrical resistances were found to be stable and within product specifications. The affected sample was then setup with an endoscope, syndaver and an olympus generator. It was used to cut branches in the syndaver with no issues. A retention sample from the same product code and lot number combination was obtained and visually inspected and no anomalies were noted. It was then tested the same way and it was found to be stable and within specification with no issues. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.